Event description:
It was reported that during a ptca/stent procedure, the stent delivery balloon ruptured upon inflation and resulted in partial deployment. The undeployed stent lodged in the proximal vessel. The pt was sent to bypass surgery.